Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 134mg/dl on the meter and 30mg/dl at the lab. Reporter reports quality controls are on qc lockout; were in range. Pt was treated with an unk amount of d50 after a lab result of 10mg/dl and again after a lab result of 43mg/dl. No treatment was provided based on meter result. No adverse event was reported. A request was made for the return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for pt #1. Please see medwatch with a1 pt identifier for pt #2.